Manufacturer narrative:
Manufacturer's ref. No: (B)(4). Section e1. Initial reporter phone: (B)(6) the device was discarded; therefore, no further investigation can be performed. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, prior to use, the doctor opened the device packaging of an enterprise2 4mmx30mm intracranial stent (encr403012, 8799355) and removed the device from dispenser hoop, it was found that the stent was found detached from the delivery wire. The device was not used in patient. The doctor switched to a new stent to complete the surgery. There was no patient injury reported as the device was not clinically used.

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). Complaint conclusion: as reported by the field, prior to use, the doctor opened the device packaging of an enterprise2 4mmx30mm intracranial stent (encr403012, 8799355) and removed the device from dispenser hoop, it was found that the stent was found detached from the delivery wire. The device was not used in patient. The doctor switched to a new stent to complete the surgery. There was no patient injury reported as the device was not clinically used. Additional event information received on 18-mar-2025 indicated that there were no packaging issues. The inner pouch was securely sealed. The device was stored and prepped as per the instructions for use (IFU). The device was discarded; therefore, no further investigation can be performed. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.